Event description:
Medtronic received information that 11 years and 9 months post implant of this 25mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as severe aortic regurgitation (ar). No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.